Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the solitaire ab stent, resistance was strongly observed upon delivering the stent into the phenom 21 microcatheter. The resistance occurred in the middle section of the catheter during the delivery phase of the procedure. The vessel was not tortuous. The device was never implanted and was replaced by another manufacturer's product. There was no patient involvement. Additional information received reported that the patient did not experience any symptoms related to the resistance. Another manufac turer's product was used to complete the procedure. The cause of the resistance was not determined. 2024-dec-26 e2 (for, rep, hcp): additional information was received that the patient was undergoing mechanical thrombectomy. Vessel tortuosity was moderate. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.